Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, b5, g3, g6, h2, h3, h6, h10. The device was returned to the factory for evaluation on 02/05/2024. An investigation was conducted on 02/07/2024. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. Signs of clinical use and evidence of blood was observed. The harvesting device was returned inside the cannula. A mechanical evaluation was conducted. The harvesting device was removed from the cannula with no physical or visual difficulties observed. There were no visual defects observed on the intact cannula or the intact c-ring. The harvesting device heater wire was obseved to be bent away from the hot jaw at the center of the hot jaw but remained attached at the tip of the hot jaw. There were no visual defects observed on the intact clear silicone insulation on both the hot and cold jaws. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed (B)(4) times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073 rev aa. The device successfully transected tissue four (B)(4). Times. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436 rev w. The resistance value was measured at .65 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device as well as the evaluation results, the reported failure "device remains activated" was not confirmed, however, the analyzed failure "material twisted/bent wire" was observed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000361985 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 would activate and not shut down. The power was set to 3. The poly fuse was not in effect as the issue would occur when the device would not shut down when the button was turned off. Harvester noted, "there was a 1-2 second delay from when I would release it to when it would stop burning. I found that if I actively pushed the button in the opposite/off direction, it would stop a little quicker than 1-2 seconds after. But it definitely didn¿t automatically stop when I released pressure with my thumb." The procedure was completed with the same device with a delay. There was no patient harm.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that vasoview hemopro 2 would activate and not shut down. The power was set to 3. The poly fuse was not in effect as the issue would occur when the device would not shut down when the button was turned off. The procedure was completed with the same device with a delay. There was no patient harm.